Event description:
It was reported by service report that the headend left siderail was not locking or unlocking properly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: retaining ring, grommet, and pivot bushing were missing.